Manufacturer narrative:
Concomitant medical product: 6949-65, lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lia (lead integrity alert) had been triggered for this right ventricular (rv) lead. It was found that the lead exhibited oversensing as there was high sic (sensing integrity counter) count and rising pacing impedance and threshold measurements. The threshold measurements had increased but were still within normal limits. The lead also exhibited noise as there were short v-v (ventricular-ventricular) intervals. A lead fracture was suspected as there was now high thresholds and high impedance. The lead was reprogrammed and remained in use. Additionally, it was reported that the right atrial (ra) lead exhibited impedance measurements that were stable but chronically low. The atrial lead remained in use. Approximately two weeks later an rv lead revision was performed and the rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that at the time of the right ventricular (rv) lead extraction the physician decided to also extract the previously capped rv lead. However, it was found that the right atrial (ra) lead was adhered to the previously capped rv lead and therefore the physician decided to also extract the ra lead. No patient complications have been reported as a result of this event.